Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l2. It was reported that the patient began "experiencing bilateral thigh pain and after reviewing CT images there was cement present in the spinal canal from the kyphoplasty procedure". The patient was reportedly "a tumor case and had irregular bone which was believed to make them more prone to a leak". The patient is currently being treated with steroids to alleviate swelling and resolve pain. After reviewing images, the cement appeared to have "travelled back thorough the pedicle on the right side and leaked into the posterior of the canal through a defect in the pedicle". No further information was reported.